Event description:
The user facility reported delivery difficulty was encountered during an attempted delivery of an impella cp pump for mechanical circulatory support to a patient with an acute myocardial infarction/cardiogenic shock. Upon insertion, the 14fr introducer kinked. The impella was then inserted successfully, however, it then kinked within the sheath. Both the sheath and pump were replaced for the planned implant. It was noted there was no patient harm as a result the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.